Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the monitoring, the microsensor suddenly had no signal after ventricular placement during procedure. The physician stop the monitoring. There was no surgical delay, and no adverse consequences for the patient.

Event description:
N/a

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - lot number 3943853 met specifications when released. Failure analysis - the issue of the complaint has been confirmed. Catheter stretched 19cm from connector. Internal wires are broken inside catheter at stretched area. No testing was possible. The cause of the problem stated to be mishandling of the catheter.